Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 210 mg/dl. Troubleshooting for the reservoir leak was performed. Customer advised they had issues with the reservoirs leaking. Customer was advised to discontinue use of the reservoirs and revert to a backup plan. Customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.